Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash on his back under the therapy pads. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use unscented water-based lotion on the rash. Follow up indicated that the lotion helped the rash to improve.